Event description:
It is reported that the device was implanted in 2004, and that the patient was revised in 2009, due to loosening and wear.

Manufacturer narrative:
Evaluation summary: only the articular surface was returned for analysis. Sem examination reveals that the bearing surfaces and backside surfaces of the poly have extensive pitting and damage. There is also appearance of bone cement debris all of which tells us that there was possible micromotion between the poly and tibial baseplate which could have increased progressively leading to loosening of the tibia. However, return of the tibial baseplate and femoral components and/or post-op x-rays would help better investigate the root cause. With the available information, a definitive cause cannot be determined. Evaluation: device history records indicate all component were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.